Event description:
It was reported that there was vegetation on the leads of the patient's cardiac resynchronization therapy with defibrillator (crt-d) system. The defibrillation lead is a competitive product. All leads and the crt-d were explanted and retained by the hospital. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.